Manufacturer narrative:
Histotopathological marker of cd30+ has been received, alk- has not been received. Hence the report of alcl has not been confirmed. Clarification d.6b explant date: information provided stated device was explanted, but explant date not provided. Clarification g.4 PMA/510k approval: no PMA approved number for the device, but this record will be reported to the FDA as the record indicates bia-alcl for the patient. A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review there is no information if the device will be returned for analysis in the device analysis laboratory. However, the reported event lymphoma ¿ alcl-suspected is classified as medical and it is unable to observe, therefore it is unable to be confirmed. A review of the current risk documents pfmea-silicone filled bi and sizer assembly, smooth rev 3.0 was performed, and the event of lymphoma ¿ alcl-suspected is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma-alcl-suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. The events of seroma-late, necrosis and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late, necrosis and lymphoma-alcl-suspected.

Event description:
Patient's representative reported "anaplastic lymphoma", "swelling", "large amount of periprosthetic fluid", "necrosis of areola-nipple complex" and "node without evidence of neoplasia". Histotopathological marker of cd30+ has been received, alk- has not been received. Hence the report of alcl has not been confirmed. This record is for the right side. Device was explanted.